Manufacturer narrative:
H3: the broken modular broach handle reported may have been the result of a fractured weld, improper disassembly during cleaning, excessive impaction forces during surgery, an incomplete weld, improper finishing during the manufacturing step, or any combination of these possibilities.

Event description:
As reported, during surgical use, the metal bar in the broach handle fell out when impacting. The case was delayed by 10-15 minutes due to x-ray to see if the bar was inside the patient. Per the rep, the metal bar was not in the patient. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h2 and h6. As determined by (B)(4), the broken modular broach handle reported may have been the result of a fractured weld, improper disassembly during cleaning, excessive impaction forces during surgery, an incomplete weld, improper finishing during the manufacturing step, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.